Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high threshold was noted on the right ventricular lead. The patient presented for lead revision procedure on (B)(6) 2018. While repositioning the lead, the helix would not extend. The lead was explanted and replaced. The patient was stable.